Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found both drawers were triple clicking. The fse powered down the station and reseated all cable connections at the back of the drawers. The drawers were tested in the hardware test application (hta), and the customer completed inventory. The station was confirmed to be working as designed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2 drawers 4.1 and 4.2 failed to open and displayed a failed to open message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.